Event description:
Information received indicates the bed has a high ground resistance reading due to loose lugs on the power cord plug.

Manufacturer narrative:
The technician tightened the connection at the power cord plug to repair the bed.